Event description:
It has been reported to philips that the geometry movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use. The philips remote service engineer (rse) analyzed the system onsite and verified that the geometry movements unavailable. After reviewing log file, rse found geometry module was defective. Rse created an onsite work order. The customer replaced the geo module wp kit. After replacing the geo module wp kit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.